Manufacturer narrative:
This event is being reported subsequent to a review of the complaint handling database related to fsc: (B)(4). Approximate age of device ¿ 2 days. (Calculated from the date the system controller was issued to the patient). This issue has been investigated under the corrective and preventative action process. Similar reported incidents of difficulty connecting the driveline to the system controller have been identified. Struggle/difficulty connecting the driveline is being addressed through the corrective and preventative action process. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the complaint file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that during transport of the patient from the cardiovascular operating room to the cardiothoracic intensive care unit after implant, the lvad system produced an alarm. The physician attempted to reset the alarm by performing a self-test while the system controller was connected to the power module; however, the alarm continued. The physician then disconnected and reconnected the driveline and the alarm cleared. It was reported that the physician experienced difficulty inserting the driveline back into the system controller. The patient was reported to be asymptomatic.